Manufacturer narrative:
H6: code 213: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Manufacturer narrative:
D11: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pxc201000j/11622073.

Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: aneurysm enlargement.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm which extended within both common iliac arteries; and was implanted with gore® excluder® aaa endoprostheses. Postoperative follow-up confirmed enlargement of both common iliac arteries. On (B)(6) 2020, the patient underwent reintervention and the right the internal iliac artery(riia) was coil embolized and an additional stent graft was implanted to extend coverage to the right external iliac artery (reia). The patient tolerated the procedure. On (B)(6) 2020, the patient underwent reintervention and an additional stent graft was implanted to extend coverage to the left external iliac artery (leia). The patient tolerated the procedure.